Event description:
It was reported the patient was experiencing discomfort at the ipg site. The patient underwent surgical intervention where her ipg was replaced with a new one.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint for 'discomfort' could not be confirmed by product testing alone. The ipg was functionally tested and passed all functional testing and no visual anomaly was observed that could cause discomfort. The reported issue is more likely due to procedure related or patient anatomy. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.